Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hepatic biopsy the white pad detached from the blade and fall in the abdomen. The surgeon retrieved the pad and finished the procedure by using a new device. No patient adverse consequences have been reported. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned with tissue pad detached. Tissue pad detached and in package. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp arm of the device may have been closed and the instrument activated without tissue present. Care should be taken only apply pressure between the instrument blade and tissue pad with tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.